Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
Attorney alleges ¿a defective medtronic pain pump was installed on (B)(6), 2012¿.